Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced armrest harness to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that a master tool manipulator (mtm) armnet wheel information error (error 30) occurred on the right master manipulator. Troubleshooting included swapping the left and right mtms and replacing the remote arm controller (rac); however, the error remained on the same mtmr location, suggesting a harness-related issue. The armrest harness was subsequently replaced, and the error no longer reappeared during testing. Later, the site reported recurrence of the issue with error 25596 indicating wheel communication problems on the same mtmr. The user disabled the affected controller and continued the procedure. The procedure was completing as planned with no reported injury.